Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had replaced battery alarm. The customer declined to provide the blood glucose level. Customer decline to troubleshooting for replace battery alarm. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.